Event description:
The facility reported a flo-gard infusion pump with a malfunction of "damage" ; this condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the general patient ward. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with "damage" was confirmed and duplicated during product evaluation since an occlusion alarm showed on the display. The cause of this condition was determined to be a broken/cracked door assembly. The pump head door and the required parts were replaced to correct this condition.